Event description:
An em3-60 cable adapter, which is connected to an esu and monitoring device, displayed smoke and sparks during a laparoscopic electrosurgical appendectomy procedure. Power from the esu was shut off when the event was detected. No patients or users were harmed during this event or as a result of this event.